Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 17, 2016. (B)(4).

Event description:
It was reported that the end user noticed her peristomal skin under the tape collar from 4 to 8 o'clock area was red and intact with an itchy rash present with small bumps approximately 1 month ago. The patient saw a medical doctor who prescribed triamcinolone acetonide cream topically to the peristomal skin in which the patient noted improvement. Additionally, the patient described the area as open and weepy, measuring approximately 25cm x 25cm at 6'o'clock. The patient is continuing to use the wafer but is cutting the wafer out at the 6 o'clock area. The patient has tried otc antifungal cream and noted no improvement. She also indicates she is no longer using the triamcinolone acetonide cream, but is using an over-the-counter antibacterial gauze over the area.